Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter on the luer-lock tip. No serious injury or medical intervention was reported.

Manufacturer narrative:
This is the first complaint for the lot# 8054634 for the same defect or symptom. No related defects or qns were recorded in the DHR. Sample had embedded foreign matter in the tip of the syringe. As per request, ftir analysis was completed on the dark embedded material observed in the luer tip of the barrel of a syringe in an open blister pack. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of propionic acid sodium salt. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that bd luer-lok tip syringe contained foreign matter on the luer-lock tip. No serious injury or medical intervention was reported.